Event description:
Pt was sitting up in cardiac bed chair eating supper. Heard pt calling out for a nurse. Went to pt's room and he was sitting at foot of bed on the floor. He stated that he had gotten uncomfortable and tried to reposition and stand up but started sliding down the bed to the floor and could not stop himself. Date of use: (B)(6) 2012. Diagnosis or reason for use: pressure ulcers.